Manufacturer narrative:
This report filed february 17th, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the audiologist, the patient experienced a lack of benefit with device use. Neural response telemetry was attempted, however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. The device was (B)(6) 2015, and the patient reimplanted with a new device during the same surgery.